Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: the black box review shows no activity outside of normal use, cgm history shows multiple ¿cs213¿ user bg high alerts. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly, test transmitter was paired with the pump correctly. Both bg calibration requests entered successfully pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, snooze time was set to 60 min and ¿cs213¿ warning was simulated with the walkabout box. The pump gave the appropriate ¿cs213¿ alert, the pump alarmed with a second ¿cs213¿ alert 60min post confirmation of the simulated alert, the product performs within specifications. Investigators were unable to duplicate ¿inaccurate snooze time¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.